Event description:
It was reported the capture management setting had changed from adaptive to monitor only. The ventricular threshold trend was low, but a there existed one high reading. The physician suspected a malfunction due to this high reading and changed out the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.